Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the physician applied a surgical dressing to an incision site following the patient's knee surgery. Approximately 3 days later, the patient removed the dressing and noted redness at the incision site. The patient consulted her physician and was treated with topical and oral steroids. The patient has since reported that the incision site has healed completely with no further complication.